Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2018-01976. It was reported the patient had not been using her scs stimulation therapy due to the patient not receiving effective stimulation from the scs system. Diagnostics performed revealed one of the patient's scs leads was exhibiting invalid impedance values. Consequently, surgical intervention was taken and the lead was replaced with a new one. Effective stimulation therapy was reportedly confirmed postoperatively.